Event description:
Caller reported patient experiencing elevated blood glucose. Caller indicated that paramedics were contacted and the blood glucose reading indicated "high". Caller indicated that when tested at the hospital, the patient's blood glucose reading was 700 mg/dl. Caller indicated that the clock was not set correctly, it was 12 hours off.